Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl and the bg was corrected using the pump. The bg lowered to 226 mg/l. A pump system check was performed and no device issues were identified. The customer was to change out all of the pump supplies. Tandem technical support advised the customer to discuss the event with a healthcare provider.